Manufacturer narrative:
Follow-up report #1 has been corrected to this date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-07. Information regarding the initial reporter was provided. It was noted that the patient was to be seen in the office on (B)(6)2017. It was indicated that the manufacturer's representative did not have the other information requested and no other updates at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump was previously delivering bupivacaine 10 mg/ml; 1.358 mg/day and morphine 25 mg/ml 3.395 mg/day. The pump was currently delivering bupivacaine 5 mg/ml; 0.68 mg/day and morphine 20 mg/ml; 2.72 mg/day. It was reported the plan was to bring the patient back and update the pump to reflect what was in the pump. The representative wanted to confirm if a bridge bolus needs to be performed. It was reviewed that it should have taken about 3.5 days for the old drug to clear the system. If the pump was refilled on (B)(6) 2017, the pump should only have the new drug at this point. The patient had been doing well and has not had any symptoms. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8840 (B)(4) product type programmer, physician product ID 8870aau01 (B)(4) product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-nov-09. The serial numbers of the physician programmer and software card were provided. It was reported that it was unknown what led to the concentration not being changed with the programmer. It was indicated that the issue had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial#: unknown, product type: programmer, physician. Product ID: 8870, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported on 2017-oct-30 that the patient was being transferred to (B)(6) for refills. It was stated that the (B)(6) nurse was notified by the refill nurse in the patient¿s managing physician¿s office that the concentration was ordered to be changed in (B)(6), but that the refill nurse did not change with the physician programmer. It was noted that the refill nurse noticed this several months later. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was indicated that the manufacturer's representative would follow-up with the managing physician¿s refill nurse for more details. Surgical intervention did not occur and was not planned. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was not resolved. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No complications were reported or anticipated.